Manufacturer narrative:
(B)(4). Eval results: (arterial/vessel occlusion). (Another manufacturer's closure device). Eval, conclusion: (another manufacturer's closure device).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the endurant stent graft system were successfully implanted percutaneously without complication. The vessels were closed with another manufacturer's closure device. It was reported post stent graft implant distal to where the stent graft was placed, there was a blood clot in the leg and the pt did not have a pulse on that side. The pt was taken to the operating room and a thrombectomy procedure was performed to remove the blood clot, restoring the blood flow to the leg. The physician believes that the blood clot was likely due to another manufacturer's closure device. No additional clinical sequelae were reported and the pt is fine.